Event description:
During a remote follow up, an electronics performance indicator (epi) alert was received by the clinician. The patient presented for the device exchange procedure and it was noted the device was in back up mode and was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported events of device in bvvi mode, and premature battery were not confirmed. The device had no telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.